Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was still not getting therapeutic effect as she did during the trial. She had never been able to achieve this either before or after the revision of the lead. The patient had not increased stimulation and only changed programs. No one ever told her to increase the stimulation. She thought all she had to do was change programs. The patient had been doing this since the implantable neurostimulator (ins) and original lead were put in. She had already been given 4 new programs. The last time she met with a manufacturing representative (rep) was 3 months ago. The rep gave her 4 new programs to try and told her to try each one for a week. She wondered about that because when she first had it put in, she was told to try one program for a month before changing. It was noted that running water would trigger her urgency. The patient was advised to make an appointment with the healthcare professional(hcp) to discuss how she had not been increasing stimulation and to gain more clarify about how much to increase stimulation at a time and at what intervals and frequency. The patient noted she would make an appointment. The patient had met with the rep 3 times before; once before the revision on (B)(6) 2016, potentially on (B)(6) 2016 but couldn't remember, and a phone conversation on (B)(6) 2016.

Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0uem0, implanted: (B)(6) 2015, product type: lead; product ID 3889-28, lot# va0uem0, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient felt stimulation sensation comfortably, but wasn't getting the same therapeutic results as they were during the trial. The patient had a couple of times where when they got up and was standing up and they leaked. This did not happen at all during the trial. The patient was having therapeutic success at night. The patient's health care provider (hcp) did not discuss changing programs and the patient would have their post-implant appointment on (B)(6) 2015. The patient was not going to increase the amplitude at this time as they felt stimulation sensation comfortably. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information received from the consumer reported there was no improvement in symptom control, and they were still waiting to schedule an appointment for device check and reprogramming with the representative. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a lead revision, where the lead was moved, to see if it would help the patient get better therapeutic effect. The patient stated they had not had therapeutic benefit since implant and did not have benefit even though they had just done a revision. The caller requested a manufacturer representative (rep) for reprogramming. The patient also mentioned they had been taking a myrbetriq pill since they were not getting therapeutic benefit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported previously reported information that they had not had good therapy since implant. The hcp had tried 8 to 10 programs and none had worked. Symptom control was not 50% or better. The patient inquired about an MRI for their eye, and noted it was not related to the device or therapy. They turned stimulation off for the MRI and said they still feel stimulation. The patient noted that they still saw a lightning bolt, which indicates that stimulation was on. During the report, they successfully turned stimulation off. The patient also reported they had a fall on (B)(6) 2016, that may have affected the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.